Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 88 mg/dl. Customer stated the device was exposed to moisture. Customer was advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with blank display due to corroded keypad traces. Device also received with cracked case and cracked battery tube threads.